Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they applied the manual stapler on to the disconnected lung and lung parenchyma in an open right lower lobe dorsal segment nodular resection, the manual stapler did not fire. They noted that they were able to press the green button, but they were unable to squeeze the handle. They used a new same reload to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.